Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Keypad button presses do not activate intended pump response. A family member reported that the up arrow and down arrow keypad buttons require multiple presses to obtain a response, and sometimes when they do respond, it results in scrolling. She noted that the keypad buttons are worn. The family member denied peeling of the rubber keypad; denied exposing the pump to water; and stated that the patient wears the pump in his sock.